Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The device history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. The device had failed the homechoice return instrument test / evaluation (rite) electrical earth leakage current test. The rite failure was confirmed during testing. A visual inspection revealed fluid inside the bottle, pump, and the door assemblies. The assignable cause for the rite test failure - earth leakage current was determined to be a shorted pump assembly due to fluid ingress. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The hc device was identified to scrap during servicing.

Event description:
A baxter service technician found that a homechoice system failed the earth leakage current performance specification during testing.